Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted transduodenal to the gallbladder for a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. Reportedly, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the hot axios stent was fully deployed outside the gallbladder. The stent was removed from the patient with forceps. The procedure was completed with another axios stent. There were no patient complications reported due to this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.